Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely with the implantable cardioverted defibrillator on backup vvi mode. The patient was brought to the clinic and the device report stated that the reset happened due to event queue overflow. The device was successfully restored. The patient experienced no adverse consequences.